Event description:
Customer reported, when the rn put the needle in the top (of the sharps container) it came sticking out the bottom. When the nurse picked up the sharps container, she was stuck by a needle protruding through the container bottom. She did not report the incident for at least a week.